Manufacturer narrative:
Findings: pump received with reservoir tube lip completely broken off, minor scratched display window.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer stated that the top of the reservoir compartment broke off. The customer's blood glucose level was 176 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.